Manufacturer narrative:
The reported event of a sideport detachment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During long-term in-patient use of the introducer, a sideport detachment was noted. The connection of the sideport to the introducer sheath cracked causing the catheter to separate from the introducer. A cap was placed on the site of the break. The patient experienced no adverse consequences.